Manufacturer narrative:
(B)(4)

Event description:
Procedure: lap gastric bypass. According to the reporter: after the surgeon pulled out the tube from the small gastrotomy, the device got stuck at the 25 cm marking. The surgeon pushed back the tube approx 10cm, turned approx a half turn, and then pulled again to bring out the orvil. The tube then disconnected from the orvil. The orvil was retrieved from oesophagus by using a gastroskop and the procedure was continued by using a new orvil. Operative time was extended by approx 60 minutes.